Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. A hill-rom service rep went onsite and properly connected the mean pressure adjust knob. The unit was tested and passes all tests.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that map on this unit seems to be fluctuating. The map fluctuating was while running on a patient. They had it running on a 22kg patient, which is off label. She said when they had the issues with the map they decided to swap the unit out with a different vent. The map is bouncing from 18-22cm and she can't get the circuit calibrated. There was no harm to the patient.